Manufacturer narrative:
H3, h6: the ri robotic drill attachment, rob10015, (B)(6) , used for treatment was not returned for evaluation therefore a visual or functional evaluation could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed, and the reported problem was confirmed, the system was throwing incorrect burr installation errors. The log files/screenshots showed that there was an incorrect burr installation as noted twice on the setup screen. The free point collection screen shows that the entire tibia was not painted, leaving blue spots uncovered. They then planned with notching before moving forward, which is not recommended. They were then given two more incorrect burr installation errors. The correct method to remove the residual red would be to go back to the plan screen to redo the distal cut, which was how they proceeded. A suggestion would be to reset the cut screen and trace over the bone using the ¿refine¿ option. The cori system is functioning as intended. The most likely cause of this event is due to incorrect burr installation, or a problem with the drill attachment/drill. Since the drill attachment/drill were not returned, further investigation cannot be provided. A review of device records using nc databases: legacy bbt, caweb4 and smartsolve identified no related non-conformances or anomalies associated with this part number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part and the failure mode 'unstable' 'failure to calibrate' between 05/06/2020 and 03/08/2023 concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d), section setting up the instruments, subsection running the robotic drill check, to check the robotic drill function once all parts are assembled. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the documentation provided, the incorrect burr installation errors combined with the incomplete free point collection and ¿planned with notching before moving forward¿ were contributing factors to the reported event; however, it was reported that the ¿plan was not altered¿ as a lot of the affected areas were ¿removed with those cuts¿ and the cori was functioning as intended. The patient impact included the use of the back-up device and reported 10-minute surgical delay. Further patient impact, however, would not be anticipated. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the surgeon began to mill the distal femur and it was noticed there was red showing up on the anterior third of our bone model image. The surgeon stopped milling, lifted the real intelligence robotic drill up and the burr fell out. We reinserted the burr and it failed calibration. We swapped the long ri robotic drill attachment and it failed calibration. We opened another tray, assembled the drill, calibrated, and finished without issue, after a non-significant delay. No injuries were reported; the plan was not altered due to the over-resection since a lot of it was in the anterior chamfer and it was removed with those cuts.